Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017. During explantation, it was noted by the surgeon that the internal magnet was slightly misplaced from the receiver stimulator pocket. This report is submitted june 7, 2017.

Manufacturer narrative:
This report is submitted on february 28, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however; the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, february 28, 2017.